Manufacturer narrative:
This device was explanted and successfully replaced with another product. The dislodged competitor's lead was explanted and replaced with another lead of the same model. Upon receipt, visual inspection of the device by guidant's reliability assurance laboratory technician found that the atrial (ring) set screw was returned in the "up" position. Attempts to loosen the set screw with a guidant model# 6942 bi-directional torque wrench was unsuccessful. The atrial ring seal plug was removed to visually inspect the set screw. Microscopic visual inspection showed that the screw was tightly wedged against the small metal retainer ring that prevents the setscrew from falling completely out of the pulse generator, and that the ring itself was slightly bent. The ratchet mechanism of this wrench is designed to slip at approximately 15 inch ounces to prevent damage to either the retainer ring or the lead. Laboratory experimentation has shown that the torque necessary to free a stuck setscrew is generally equivalent to the torque applied to jam the setscrew. Our investigation of this event concludes that the likely cause of the setscrew malfunction was exposure to a torque of 20 inch ounces or more. This may happen if the torque wrench is inserted at an angle or grasped below the handle while tightening the screw.

Event description:
Guidant received information that during a procedure to replace a dislodged competitor's right ventricular lead, the guidant device was found to have a stuck setscrew.